Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump indicated to rewind and they got a pump error which was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement, when they tried to rewind. The insulin pump had the pump error twice on (B)(6) 2017. The customer¿s blood glucose level was 43 mg/dl at the time of the call and they used food to treat. It was also reported the pump squirting insulin during priming. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. No over delivery anomalies or pump error 130 noted. The motor was tested out side of device and passed.